Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The pack is shipped palletized to the distributor, and layering did not suggest any potential damage locations. Damage may have occurred during shipment. Terumo will review layering during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the retroguard valve cracked. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.